Event description:
Report received from (B)(6) stating that the device had a hole in the hose assembly and it rotates in the safe position. It is unk that the event did not occur during surgery. However it is unk if there was any injury or medical intervention reported related to this occurrence. No additional info was available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).